Event description:
The sales rep indicated that the red tab in the delivery mechanism of the smart control stent was no longer in place when the sterile packing was opened. The defective product was never introduced to the patient and there was no patient injury. Another 10 x 40 smart control stent was used for the procedure.

Manufacturer narrative:
The red tab in the delivery mechanism of the smart stent was no longer in place when they opened the sterile packing, so they pulled another one as a precaution. The defective product was never introduced to the patient and there was no patient injury. They were able to proceed with another 10x40 smart stent. No further information is available. The lot number provided is not valid and with further investigation it was reported that it must have been written down wrong and no further information is available. Therefore, a device history record review cannot be completed. The device is not available for analysis. Without the return of the device for analysis no conclusion can be made regarding the report that the red tab was not in the delivery mechanism when the package was opened. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.